Manufacturer narrative:
Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
While performing an investigation on the customer¿s returned adc freestyle libre reader, the readers battery ruptured upon de-casing the reader and the battery emitted a flame and smoke. The MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection was performed and the back of the reader appeared swollen. The reader did not power on with button, strip insertion or with the usb cable. The reader was de-cased with an approved de-casing tool. During the de-casing, a flame and a puff of smoke was observed emitting from the battery. The reader battery was observed to have ruptured upon de-casing of the reader. Further investigation was performed, the outer casing of the battery was ruptured, likely due to the reader being de-cased and allowing the battery outer cover to balloon out. The cover seal was split which allowed air inside and reacted with internal chemicals. Testing was performed on the battery current and all results were within specification. The battery temperature monitoring circuit was tested and is functioning correctly. It has been determined that the issue is confirmed due to a faulty battery. All pertinent information available to abbott diabetes care has been submitted.

Event description:
While performing an investigation on the customers returned adc freestyle libre reader, the readers battery ruptured upon de-casing the reader and the battery emitted a flame and smoke. The MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.